Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, a recurrent mr was reported due to perforation of posterior leaflet. The perforation was caused due to clip arms. There was no clinically significant delay

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, a recurrent mr was reported due to perforation of posterior leaflet. The perforation was caused due to clip arms. There was no clinically significant delay

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information and per physician, the reported tissue injury (leaflet damage) was due to clip arms. The reported mitral valve regurgitation appears to be related to perforation of posterior leaflet. Tissue injury and mitral valve regurgitation are listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.